Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went dim making it hard for the patient to read. The screen was dim during the ready phase. It was confirmed that the display brightness was set to 10. The patient rebooted the cycler but the screen remained dim. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained to perform pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow-up with the patient¿s pd nurse, it was confirmed the patient was able to complete their treatment on the cycler on the day of the reported event. Additionally, it was confirmed there were no adverse effects experienced and no medical intervention was required due to the reported problem. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump, and visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display was dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1523 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touch screen test then passed. The cycler underwent and passed a voltage verification test, a system air leak test, and a valve actuation test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal visual inspection of the cycler identified visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The internal inspection also revealed reservoir tank damage. No discrepancies were encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.